Manufacturer narrative:
Returned was an opened drainage catheter. A visual examination of the returned device noted the catheter was fractured in two separate pieces. The returned device met all manufacturing dimensional specifications for this product. The customer's reported complaint description of "the drainage catheter broke off" is confirmed. Although the complaint description is confirmed, a definitive root cause cannot be determined. A possible contributing factor could be that the end user had excessive force being applied to the suture, most likely the result of difficulty in extraction if the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #: (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
Catheter implanted (B)(6) 2018. Catheter explanted (B)(6) 2018 due to drainage catheter fracturing/breaking off inside the patient. A foreign body removal was then performed. The drainage catheter was replaced. No reported harm or injury to the patient due to this event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.